Event description:
On initial contact, dentist reported handpiece burned a pt. Additional attempts made to contact dentist to advise details of pt and event / injury, and dentist advised would contact with details. Currently waiting info from dentist at time of report filing.

Manufacturer narrative:
Device history records showed no problems with materials, MFR, or test of subject device. Returned device was disassembled and examined. Contamination was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specifications.